Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: additional suture was performed to complete the case. The device loading gst60g was used to complete the case. The surgeon commented that there was no difficulty in firing when the green cartridge was loaded on the device, so he thought the thickness of the tissue caused the event. There was no conversion of the procedure. This operation was laparotomy. At first, the surgeon used the gold cartridge and there was oozing due to stapling failure. Next, the surgeon recut and anastomosed with green cartridge and there was no problem with the patient. The surgeon said that using gold cartridge was inappropriate because the tissue was thick. The anastomosis was completed with green one. The patient is stable.

Event description:
It was reported that during a laparoscopic anterior resection, the staples on a staple line next to the knife slot were unformed at the 2nd firing on the rectum. The surgeon commented that the target tissue was thick and he fired the device on the tissue forcibly. He also commented that the knife did not move forward smoothly at the first firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.